Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the tip cover was not properly attached when used and fell off due to the stress caused during the procedure. The instructions for use (IFU) state: "section 8.2 "inspection of the tip cover" do not use a defective tip cover. Using a defective tip cover will not only cause the endoscope to not function properly, but it may also cause the tip cover to fall off. If you continue to use the endoscope with the tip cover detached, the exposed tip of the endoscope may cause injury to the inside of the body cavity. Check the tip cover for any abnormalities such as cracks, chips, pinholes or significant deformation. Section 9.3 "attaching the tip cover" if there are cracks or pinholes, do not use the tip cover and replace it with a new one. If a tip cover with cracks or pinholes is used, electric current may leak from the crack or pinhole during high-frequency cauterization treatment, causing burns. There is also a risk of it falling off. In addition, if a tip cover with cracks is used, the sharp part near the crack may cause injury inside the body cavity. ·do not apply anti-fog, olive oil, or products containing petroleum-based ingredients (such as vaseline) to the tip cover or tip of the endoscope. This may cause the tip cover to crack. If a cracked tip cover is used, electrical current may leak during high-frequency cauterization, causing burns. Lightly grasp the tip of the bending section with your fingers and pinch the tip cover with the other hand. Align the opening of the tip cover with the lens side of the tip of the endoscope, and place the tip cover over the tip of the endoscope. Place your finger on the centre of the tip of the tip cover and push it straight in until the protrusion on the tip ring fits into the opening of the tip cover. Pinch the sides of the tip cover and gently pull it towards the tip to check that there is no rattle and that the tip cover will not come off the tip of the endoscope. Pinch the sides of the tip cover and gently twist it in both directions to check that there is no rattle and that the tip cover will not come off the tip of the endoscope. Check that the tip cover is not torn or deformed." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6) hospital. The suspect device referenced in this report has not been returned to olympus. Additional information is being requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
It was reported that the single use distal cover was not attached when the duodenovideoscope was removed from the patient's mouth after an endoscopic retrograde cholangiopancreatography (ercp) procedure. The operator tried to insert another endoscope but discovered that the cover was in the patient's mouth. The cover was retrieved. It was further related that the cover had cracks. Reportedly, the cover got stuck in the mouth when the scope was pulled, likely hit the mouthpiece, cracked it, and fell off. There were no reports of patient harm. This report is related to linked patient identifier (B)(6).